Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. The customer reported that the sensor was receiving readings that were higher than feels and experienced symptoms described as "started losing sight (blurred sight) and a loss of consciousness. The customer was unable to self-treat and a non-hcp treated the customer with glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.